Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was due to improper loading.

Manufacturer narrative:
Eval: visual inspection of the returned product found pieces of the lens optic and one haptic torn off. The other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.